Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm after changing battery, but did not hear it alarm. Customer's blood glucose was unknown. Alarm history showed a weak battery alarm. Customer was advised to monitor insulin pump and call back should issue persist. During troubleshooting, customer hung up possibly due to needing to change reservoir.